Event description:
The device was used in a sca event. The patient did not survive. A fault message with the device pads was issued during the event. The end user has enquired why no shock was advised/delivered.